Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA mw5085929 that a patient who underwent breast prostheses implantation with mentor smooth round gel implants on (B)(6) 2008 experienced the following: " chronic fatigue, cognitive dysfunction (brain fog, difficulty, concentrating, word retrieval, memory loss), muscle aches, pain, and weakness, joint pain and soreness; hair loss, dry skin, mouth, and hair. Easy bruising and slow healing of wounds, temperature intolerance, heart palpitations, shortness of breath, night sweats, skin rashes, swollen and tender lymph nodes in the breast area, underarms, throat, neck, or groin. Tingling or numbness in the arms and legs, burning pain and itching around the chest wall or breasts; cold and discolored hands and feet, muscle twitching, dehydration, frequent urination, chronic neck and back pain, photosensitivity, nail changes (cracking, spitting, slow growth, etc); skin pigmentation changes and an increased in papules, edema (swelling) around eyes; show muscle recovery after activity, gastrointestinal and digestive issues, sudden food intolerances and allergies; lack of ability to smell and chemical sensitivities, new or persistent infections - viral, bacterial, and/ or fungal (candida), reoccurring sinus, yeast, and uti infections; throat clearing, cough difficult swallowing, choking feeling, chronic inflammation, headaches, dizziness, and migraines, anxiety, panic attacks, hypothyroid symptoms, hyperadrenal symptoms, symptoms of fibromyalgia, auto immune symptoms, rheumatoid arthritis, lupus, sjogren's syndrome, reynaud's syndrome; graves disease, hashimoto's thyroiditis, scleroderma, multiple sclerosis, ulcerative colitis, and crohn's disease". No product issue, such as rupture, was reported. The root cause of the patient's symptoms are unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two effected sides.